Manufacturer narrative:
Date of event is estimated. Date of explant is unknown during processing of this complaint, attempts were made to obtain complete patient information. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced an infection at the lead site and was hospitalized. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.